Event description:
A consumer reported that a philips sonicare charger overheated. No injury was reported. Minor property damage was reported.

Manufacturer narrative:
The event date is approximate. The device information was not provided. The complaint was received from a consumer in the netherlands, h4: manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred.